Event description:
The customer reported the x-ray tube needs replacement. No patient injury reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube and high voltage power supply. System operates as intended. (B) (4).